Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging the keypad buttons were unresponsive. There was no alleged patient harm associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved after troubleshooting.

Manufacturer narrative:
On examination, the keypad was intact without damage. On testing, all the keypad buttons demonstrated normal response. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s internal components. Investigation did not duplicate the alleged keypad button issue. Unrelated to the original complaint, the audio bolus button cover was missing from the pump and was therefore inoperable. The battery compartment was noted to be cracked to the bumper pad.